Event description:
Medtronic received a report that the patient experienced bleeding at the right femoral access site following a pipeline procedure. There was a mild stain of the dressing, which resolved the same day with manual compression immediately after. There were no device deficiencies or other impacts to the patient. The event was assessed as caused by the procedure, probably caused by antiplatelet medication, and not related to the device or underlying condition. The patient was undergoing treatment for a saccular aneurysm located in the side branch of the left anterior choroidal artery. The max diameter was 4mm, the dome height was 4mm, the dome width was 4mm, and the neck size was 3mm. Additional information received reported the patient had hypotension which resolved on (B)(6) 2021. Tendency to hypotension treated with IV ephedrine boluses and continuous phenylephrine infusion during the procedure. The event had a causal relationship to the procedure. Parent artery diameter distal to aneurysm: 3.6mm. Parent artery diameter proximal to aneurysm: 4.2mm. Post implant - significant stasis at the end of the procedure. Post implant - complete neck coverage at the end of the procedure. Post implant - aneurysm occlusion (raymond and roy) at the end of the procedure: class 3. Additional information received reported two pipeline were implanted in the procedure. It was not indicated that any device malfunction occurred. Additional information was received indicating the wall apposition was not achieved and it was due to a failure of the device not opening. The aneurysm was in the anterior choroidal artery side branch. The morphology of the aneurysm was noted as saccular. The maximum diameter of the aneurysm was 4mm and the neck size was 3mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Follow-up report pertaining to previously submitted report with rr #: 2029214-2022-00117 b5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that balloon angioplasty was attempted to assist in opening the proximal end of the pipeline vantage stent without success. The second pipeline was then implanted telescopically. Both pipelines remain implanted. It was unknown if the pipeline was positioned in a vessel bend when the failure to open occurred.